Event description:
Boston scientific received information that this right ventricular lead did become fractured as a result of the patient being in an auto accident. The issue was evident in patient follow up as a gradual rise in impedances measurements. There were no adverse patient effects as a result of the lead fracture. Surgical intervention did occur to address the issue.

Manufacturer narrative:
This rv lead was surgically abandoned and not expected for return.